Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 62 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with high idle current due to corroded battery tube. No blank display. No moisture damage electronic assembly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.